Manufacturer narrative:
Date sent to the FDA: 5/10/2024. Additional b5 narrative: it was reported that following procedure, the patient experienced abdominal pain, vomiting, small bowel obstruction secondary to dense pelvic adhesions, mesh infection and blood loss. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 where the surgeon noted ¿I was instantly in a nest of dense adhesions¿ and the procedure was converted to an open procedure. The surgeon further noted ¿it took me three hours of adhesion time to dissect the entire small bowel. There was a 2 foot piece of terminal ileum just proximal to the cecum that was basically concreted to the pelvic floor. It was painstaking and doing the dissection and enterotomies were made¿ and ¿there was a series of enterotomies so I just resected about a foot and a half of terminal ileum.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.